Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she had low blood glucose event of 52 mg/dl. She ate and by the time she went to bed it was at 474 mg/dl, treated with 12 units of insulin. Four hours later it was 400 mg/dl. The device then alarmed motor error. Troubleshooting was performed for the high blood glucose and no anomaly was noted. Customer didn't have the tubing clamp to perform the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Troubleshooting was also performed for the motor error alarm. The device passed the displacement test. Manual prime was performed and the device didn't alarm motor error again. Customer was advised the insulin pump was working properly and to call back if issues reoccur. The device is not being returned for analysis.